Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was submerged into the water after which the device alarmed battery out limit and then, button error alarm. The customer's blood glucose was 287 mg/dl. The customer stated that, overnight, they had frequent urination and dry mouth due to the high blood glucose because they were on manual injections. The discontinuation of the device was advised. The customer did not agree to send the damaged insulin pump for analysis. Nothing further was reported.